Event description:
It was reported that: the pt states that he has had pain in his hip consistently since the implant surgery. The pt states that the pain is on the outside of the hip below the incision. The pt has pain in the joint which is where he previously had pain from bone spurs before the implant. The pt cannot run without pain. He also has pain when rising from a seated position. He was taking anti-inflammatory medication to help alleviate the pain, however, it was not effective. He had an MRI on (B)(6) 2012 and blood tests for chromium and cobalt taken on (B)(6) 2012. His surgeon will contact him for a f/u appointment when his test results are received.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Device info has not been provided at this time. Info received from the pt indicated that reported device may be either rejuvenate or abgii. Additional info pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should additional info become available, the eval summary will be submitted in a supplemental report.